Manufacturer narrative:
Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
Prior to a device replacement surgery for normal battery depletion, diagnostic imaging was performed and revealed the presence of externalized conductors on the right ventricular (rv) lead. The rv lead was capped and replaced during the procedure. The patient's condition was stable and there were no adverse consequences.